Manufacturer narrative:
(B)(4). Batch # (B)(4). The analysis results found that the msm20 device was returned with a clip in the jaws. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 20 clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. No conclusion could be reached as to what may have caused the reported incident.

Event description:
It was reported that during a diep flap procedure, the surgeon reported issues with first clip applied, had the staff open a second device and again, had issues with clips cutting vessels. A second device was used and there were issues with clips cutting vessels. A third like device was used to complete the procedure. Any additional details unknown at this time. There were no adverse consequences for the patient reported.